Event description:
A review of programming and diagnostic data was performed. On (B)(6) 2010 a faulted system diagnostics test occurred and no final interrogation took place. On the patient's next visit, (B)(6) 2010, it was observed that the patient's settings had been changed due to this faulted system diagnostics test to the incorrect settings.

Manufacturer narrative:
Analysis of programming history.